Event description:
It was reported that the patient was having pain due to the implantable pulse generator (ipg) not working. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain due to the implantable pulse generator (ipg) not working. The patient underwent an ipg replacement procedure.